Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their blood glucose and sensor readings have been off. The customer states the device would shut itself off because their levels would continue to go down. The customer's blood glucose had been 100mg/dl and in the 40mg/dl. The customer declined troubleshoots. The customer was advised preplacement sensors would be sent.